Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had chest pain. In (B)(6) 2010, the patient was diagnosed with st-elevation myocardial infarction (killip classification 1) and cardiac catheterization was recommended. The de novo target lesion was located in the proximal left anterior descending artery (prox lad) with 95% stenosis and was 11mm long with a reference vessel diameter of 3.50mm. The physician treated the lesion with direct placement of a 3.50x16mm taxus liberte stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was diagnosed with chest pain and was hospitalized on the same day. No additional information is available at this time.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
It was further reported that the event was entered in the clinical database in error and was withdrawn.

Manufacturer narrative:
(B)(4).